Event description:
The synsiro pro drug-eluting stent system was selected for treatment of a severely calcified lesion (95% stenosis degree) in a mildly tortuous part of the mid lad. During lesion crossing the stent got deformed.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The technical investigation revealed that the stent is severely deformed in its center (i.e. Several struts are strongly bent) and mildly deformed at its distal end (i.e. One strut is slightly bent outwards). Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zones, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description and the physician's comments, the most probable root cause is related to the patient's anatomy (i.e. Calcification).

Event description:
The synsiro pro drug-eluting stent system was selected for treatment of a severely calcified lesion (95% stenosis degree) in a mildly tortuous part of the mid lad. During lesion crossing the stent got deformed.